Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #30. The patient had a crown made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2013. On an exam visit on (B)(6) 2013, the tooth appeared darker; the tooth became sensitive to cold and ached after this visit, leading to the root canal on (B)(6) 2013. The patient's current condition is reported as good.